Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level from this event; however, the customer experienced an elevated bg level of 300 (mg/dl) prior to event. Customer went for a run and bg levels decreased to 135 (mg/dl). It was indicated that the customer had insulin pens available for diabetes management.

Manufacturer narrative:
No malfunctions related to elevated blood glucose levels were confirmed.